Manufacturer narrative:
A system log review was not performed since there is insufficient or unconfirmed event information. .

Event description:
A review of a literature article titled ¿robotic versus laparoscopic revision to toupet fundoplication for failed nissen fundoplication: a single center experience¿ found the following: the study was a retrospective analysis of patients who underwent robotic or laparoscopic revision to toupet fundoplication (tf) for failed nissen fundoplication (nf) between 2016 and 2023. A total of 88 patients (56 laparoscopic, 32 robotic) were included in the study. There was no conversion to open surgery, or intraoperative or peri-operative mortalities in the entire study group. In the robotic group, a patient experienced an esophageal leak on post-operative day #1 (pod1). The patient had to undergo a diagnostic laparoscopy. During the diagnostic laparoscopy, ischemia surrounding the staple line in the distal esophagus was identified. The complication was repaired using a graham patch. Also, on pod3, this patient experienced supra-ventricular tachycardia (svt). Statistically, there were no significant differences observed between the robotic vs laparoscopic groups. Per the author, there were no complications related to the robotic device. There were no specific da vinci device malfunctions reported, nor the author alleged that intuitive surgical, inc. (Isi) products caused or contributed to the event.